Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the flexible bags are down to a small remaining fluid there is some sort of suction going on that stops the drip chamber from rebounding and delivery stops short of the final dose. There was no information on patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.